Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering the insulin. The customer stated she was not getting enough insulin in her body she should and had been using manual injections. Customer stated they experienced high blood glucose of 14.5 mmol/l. The customer was assisted with programming the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.